Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported that an impella cp was placed to support a percutaneous coronary intervention (pci) procedure. After the pci, the impella cp was weaned slowly for removal. The patient tolerated it well. The companion sheath and impella cp were removed without issue. Perclose had been placed pre procedure so the peel away sheath was re-wired for perclose. Once the peel away sheath was removed, the first perclose failed to deploy. A second perclose also failed. The third perclose was lodged into the vessel and the internal suture was not able to be removed. Manual pressure was held as the patient was bleeding around the perclose. Emergency transport was ordered to transfer the patient to another facility for vascular repair. A fem stop was applied for transfer. The vascular medical doctor removed the perclose suture from the vessel and repaired the artery surgically. The patient's outcome was stable.